Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's husband called in to report high blood glucose levels. The customer's blood glucose levels ranged from 300 to 500 mg/dl. The customer treated with the insulin pump and manual injections. The customer had symptoms of headache and thirst. The customer performed the high pressure test and it passed. The device was assumed to be working as designed and nothing was replaced or returned.